Manufacturer narrative:
The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remains implanted. The clinical observation was unable to be confirmed. Regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. While the majority of affected patients are asymptomatic, it can lead to significant morbidity including heart failure and hemolytic anemia. Pvl can occur in the mitral and aortic position for similar reasons, including technique and patient related factors. The type and cause of regurgitation varies depending upon multiple factors. Typically, mild regurgitation is not unusual after initial valve replacement, and is usually tolerated by patients. Often moderate to high regurgitation requiring re-operation in the immediate post-operation period is due to procedural related issues and is unrelated to the device. Regurgitation which develops progressively over time can be due to number of issues including patient related factors or structural valve deterioration. Of note, it was reported that the most likely root cause was due to extensive calcification of the aortic and mitral valves and aorto-mitral curtain. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that the patient had a mild perivalvular leak on the mitral valve that worsened over the following 2 days after his initial surgery. To repair this, the aortic valve necessitated removal at the second operation to repair the perivalvular mitral leak through the aortic root / annulus. The aortic valve was explanted to enable exposure, not because of a defect in the valve itself. The double valve surgery was the initial operation, the valve repair and aortic valve replacement was the second procedure. The patient did not tolerate the second procedure and died of cardiopulmonary insufficiency. It was reported that there was extensive calcification of the aortic and mitral valves and aorto-mitral curtain.